Event description:
The customer reported experiencing high blood glucose. The customer stated that the infusion set was changed to solve the issue. The customer stated that the cannula was bent and the insulin pump did not alarm no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.